Event description:
It was reported that during a colon resection procedure the surgeon performed an open colon resection for diverticulitis using a cdh29p for the anastomosis. Upon inspection of the tissue donuts in the circular stapler, it was found that the distal donut was thin on one side. A rigorous leak test was performed using air and no indications of leaks were found. On (B)(6), the patient experienced severe abdominal pain and slightly elevated wbc. Contrast was injected in the patient and a leak was identified. The surgeon re-operated on the patient and found a hole in the anastomosis on the patient's right side. A diverting loop ileostomy was created and the patient is recovering. The procedure was not delayed and was completed successfully. There were patient consequences.

Manufacturer narrative:
(B)(4). Batch #: unknown. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.